Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during a follow-up performed on (B)(6) 2016, it was not possible to interrogate the subject device. The device was replaced and was returned for analysis.

Manufacturer narrative:
(B)(4).preliminary analysis showed that the device overconsumption is most likely resulting from an internal electronic failure.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2016, it was not possible to interrogate the subject device. The device was replaced and was returned for analysis.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2016, it was not possible to interrogate the subject device. The device was replaced and was returned for analysis.